Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 & h.4: serial number, unique device identifier, medical device catalog medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the black u-shaped latch piece was ripped off, though other door components appeared functional. However, there were no delays, adverse events, or injuries reported as a result of this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the black u-shaped latch piece was ripped off, though other door components appeared functional. A field service engineer (fse) identified that the hasp was broken. Fse also verified the harness connections and latch operations and identified that the row board cable was loose. Fse then reseated the cable and confirmed no further issue was identified. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the black u-shaped latch piece was ripped off, though other door components appeared functional. However, there were no delays, adverse events, or injuries reported as a result of this event.